Manufacturer narrative:
(B)(4)

Event description:
Since (B)(6) 2017, a doctor had noticed sodium results trending higher than previous results and notified the laboratory. No result data was provided between (B)(6) 2017 and (B)(6) 2017. Questionable high sodium test results from (B)(6) 2017 were provided for three patient samples using the ise (ion-selective electrode) indirect na, k, ci for gen.2 assay with the cobas 6000 c (501) module (c501). Of the data provided, only the results for two patients were discrepant. All initial results were reported outside of the laboratory. Corrected reports were issued. All results are in units of mmol/l. Patient a: the initial result was 147; the repeat result on another c501 analyzer was 141. Patient b: the initial result was 148; the repeat result on another c501 analyzer was 142. There was no allegation that an adverse event occurred. The sodium electrode lot number and expiration date were not provided. The field service representative replaced the sipper tubing and pinch tubing, and replaced the sodium electrode. He performed ise check testing which was acceptable. The customer performed calibration and quality controls which were acceptable. Investigation activities are ongoing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer has had no further issues.